Event description:
A ventilator was returned to a third party service center for evaluation. There was no pt harm or injury reported.

Manufacturer narrative:
During the evaluation of the device, the third party service center found an issue with the sensor board. The device's sensor board was replaced to address the issue.